Event description:
It was reported that the device triggered an alert for high lead impedance. The device was programmed to increase the alert threshold. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.